Event description:
It was reported that an interrogation from the patient's implantable cardioverter defibrillator (ICD) showed that atrial tachycardia and atrial fibrillation therapies were disabled by the device due to a feature that performs a check designed to verify the right atrial (ra) lead is in an appropriate position. The result from the device indicated the position check failed and the recommendation was to check the position of the atrial lead. At the time of the report, it was not possible to determine if the atrial lead position was less than optimal or the feature was affected by the patient's cardiac rhythm which included premature beats. No changes were made at this time and both ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).